Manufacturer narrative:
Due to indication of breakage, it was determined that this event is reportable.

Event description:
The platform was damaged during insertion. A back-up device was successfully used. There were no patient injuries